Event description:
It was reported that the remote monitor has liquid fluid where the batteries were located. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery compartment was corroded. The monitor was unable to power up with returned and good batteries. Corrosion caused the unit to be unable to power up.